Event description:
A malfunction was reported on the insulin pump by the customer, with no notable events occurring prior to the issue. Blood glucose levels did not exceed 500 mg/dl and there was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.